Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a physicist discrepancy of the magnification mode 1 exceeds the beam limit by 4 percent on the 9800 system. No pt injury was reported.